Event description:
It was reported that during the implant procedure, the lead exhibited loss of capture at multiple sites. The lead was not used and a new lead was implanted. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal device characteristics.